Event description:
It was reported machine a screw broke off the universal modular electric/battery double trigger handpiece. There was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.